Event description:
It was reported that the lead exhibited undersensing. In (B)(6) 2011, the pace/sense portion was capped and the lv lead was used in its place. The lead was later explanted when the ICD eroded through the skin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.